Event description:
Elderly female with history of cad (coronary artery disease). Procedure: heart cath with pci (percutaneous coronary intervention). The motor malfunctioned and would not work. Another one used without incident. No known harm to patient. Manufacturer response for catheter, ultrasound, intravascular, opticross 6 (per site reporter). Will obtain.